Event description:
A power source alert was reported by the caller, indicating an issue with the charging setup. The customer's blood glucose level remained within normal range and did not exceed 500 mg/dl, showing no adverse impact. Technical support instructed the caller to use a reliable wall outlet and keep the wall adapter plugged in for at least 30 minutes, resulting in the pump beginning to charge successfully.